Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: doctor has been using prineo on all spine cases for about 4 months now. He recently had his first set of reactions. Multiple patients returning with skin reactions. Pa applying was the same for all. Antibiotics were given. Dermabond prineo 42cm msh 3.8ml adhesive (clr422us): both sides list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? Yes did the patient/user require any medical or surgical intervention as a result of the event? Yes, description antibiotics were given . Did the patient/user require extended hospitalization as a result of the event? No what is the patient¿s/user¿s status/outcome following the event? All patients needed antibiotics was there a significant delay? If available, provide the product order number (po). Do you need product packaging to send the product back? No additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Description of event, symptoms, manifestation of reaction. What date /day post op was the reaction noted? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown spine surgery on an unknown date in 2026 a topical skin adhesive was used. Patient returning with skin reaction. Pa applying was the same.. Antibiotics were given. Additional information has been requeted.